Event description:
It was reported by service report that the fowler would not go down all the way and the fowler gas cylinder was leaking. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Fowler.